Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Pre-procedural CT images were submitted to edwards and reviewed by an edwards physician proctor. No cine or echo from the implant procedure was provided. The following findings/comments were made: there are multiple calcifications in the lvot. The annulus size was consistent with a 26mm valve (lower side of the 26mm). No peri-procedural imaging and no further information were provided regarding the prep of the valve (how many cc, positioning of the valve, and balloon inflation speed) that may have played some role in the complication. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it is possible that calcifications in the lvot cause or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Following deployment of the transcatheter heart (thv), a perforation/tear was noted below the left valsalva into the left ventricular tract (lvot). Initially, the valve was placed via the right femoral artery with no complications. A post deployment angiogram was performed which showed a small amount of contrast in the lvot area staining into the pericardium. Echo also revealed blood in the pericardium. Arterial pressure drop prompted the tavr team to implement cardiopulmonary bypass (cpb). The surgeon made the decision to perform a sternotomy in order to assess the bleeding. Once the sternotomy was performed and visual assessment was completed, the surgeon made the decision to excise the thv and replace it with surgical valve to allow complete visual and bleeding repair. During placement of the surgical valve, a perforation/tear was noted below the left valsalva into the lvot. The repair was completed and the surgical valve was placed in usual fashion. The patient's chest was closed and cpb was discontinued along with a repair of the femoral vessels. The patient was sent to the ICU prior to extubation management. The perforation/tear and subsequent bleeding into the pericardium space was attributed to the potential displacement of the patient¿s calcium into the lvot. The native annulus measured 23mmx29mm with an area of 450 mm2 by CT. The native annular and leaflet calcification was described as bulky. The aortic root was severely calcified. The sinus of valsalva (sov) diameter was 36mm. There was mild mitral annular calcification (mac).